Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The product returned presented the spring tip damaged (coilwire unraveled and corewire fractured). Sem analysis observed failure on both samples occurred due to cyclic bending overload followed by a tension overload. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis on (B)(4) 2013. It was reported that during preparation for a percutaneous coronary intervention procedure, the tip of the wire got deformed. The 90% target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery to middle of left anterior descending artery. A 325cm rotawire guide wire was selected to advance the target vessel. During preparation, the device was taken out from its package. Flushing was performed and the device was attempted to set up with the burr; however, it was noted that tip of the wire had been slightly deformed. It was unclear whether it had already been deformed in the package or got deformed after it was unpacked. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a corewire fracture.